Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient also stated the device will not hold a charge longer than a few hours. The sjm representative met with the patient and confirmed the issues. Subsequently, the patient will underfo surgical intervention as the next course of action.